Manufacturer narrative:
The lesion was pre dilated with a 2.0 x 12mm non-medtronic balloon. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. More force than usual was used. The inflation device remained on neutral pressure during delivery of the device. No patient injury was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous and moderately calcified lesion located in the mid rca. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that stent dislodgement occurred during delivery to the lesion. The guide catheter was removed from the patient and the stent was located in the guide catheter. No patient injury was reported.

Manufacturer narrative:
The delivery system did not return for analysis. Deformation was evident to the dislodged stent, with the struts appearing stretched and bunched. If information is provided in the future, a supplemental report will be issued.